Event description:
It was reported that the paramedics were called and took the customer to the hospital due to low blood glucose. The customer's blood glucose at the time of their arrival was 1.4 mmol/l. It was stated that the customer had high glucose and used manual injections to treat, but the customer ended up with low glucose levels. It was stated that the customer gave 50.0 units of novarapid. The customer experienced dry mouth and nausea. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The caller was advised to remove the cannula, and it was bent and occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.